Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the screw came loose during use. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. ***update kpilz 03-jun-2025: further information was provided on (B)(6) 2025 that the case occurred during a latarjet surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the cover is loose.